Manufacturer narrative:
Additional information: the patient passed away at a senior living facility 25 days after undergoing an urgent tavr procedure via retroperitoneal approach with the retroflex3 system. The implanting facility provided the medical records available for this patient ¿ including operative reports and discharge summary from the index procedure admission. However, the cause of death and additional details regarding this patient¿s demise are not available at this time. Medical records summary: prior to the tavr procedure, the patient went to the hospital for syncope, sob and hypotension. Upon admission the patient was found to be in acute on chronic chf, a-fib with rvr, and severe aortic stenosis with severely impaired lv systolic and diastolic dysfunction ef: 25-30%, sts: 21.7%, and low cardiac output (2.9 l/min). Due to the echo findings, recent syncopal episodes, acute on chronic chf and frailty it was decided to perform a palliative balloon aortic valvuloplasty (bav). On arrival to the cath lab, the patient¿s blood pressure (bp) was 98/65mmhg and the ECG showed rbbb. The aortic valve was dilated once with a 20mm maxi balloon during rapid lv pacing which totally eliminated the valve gradient, but the patient developed severe aortic regurgitation (ar) with equalization of lv and aortic pressures and cardiogenic shock (bp 132/30mmhg). The pacemaker could not be programmed for a faster heart rate. A 5f pacer was placed in the rv and the patient was paced at 120 bpm and the diastolic aortic pressure increased to 37 mmhg. Due to the severe ar, it was agreed by the physicians and family to proceed with an emergency transfemoral aortic valve replacement (tavr) with retroperitoneal access due to severe iliac calcification. Post deployment the 23mm sapien valve was reported to be in excellent position with 1-2+ aortic regurgitation noted on tee. The patient tolerated well the tavr procedure, however, continued to have episodes of hypotension throughout the case. It was discovered that her permanent pacemaker pulse generator had reached its end of life and was not working (per ECG: a-fib with lbbb) and was replaced 4 days after tavr. As noted in the records, ¿the patient developed anemia and thrombocytopenia post valve replacement that recovered. The thrombocytopenia was likely due to consumption after the valve was replaced.¿ the hospital course was prolonged because after the cardiogenic shock the patient was persistently on norepinephrine and it was difficult to wean off. In addition, the patient developed an encephalopathy secondary to haldol and geodon and her mental status improved once the medications were stopped. Eleven (11) days s/p tavr the patient was markedly improved and was discharged in stable condition to her home state. The device is not available for evaluation; there is no indication that an autopsy was performed. In this case, it appears that the valve remains implanted in the patient. There is insufficient information to determine the cause of the reported patient¿s demise 25 days after the index procedure. However, there is no indication upon review of the medical records that this event was related to the function of the sapien valve. The patient was reported to have a baseline frail status and history of multiple serious comorbidities (i.e. Pulmonary fibrosis, pulmonary hypertension, moderate mr, chronic chf, and sts 21.7%). Per the information received, the patient experienced various life threatening complications during the bav procedure (i.e. Cardiogenic shock, severe ai) and hospital stay (ppm failure, and encephalopathy due to medications). However, none of them were reported to be associated with the edwards devices used or to the tavr procedure. It is possible that a sequel of these complications in the setting of this patient¿s medical history and advanced age ((B)(6)) may have caused or contributed to the event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the patient registry, post tavr (date unknown), the patient expired.

Manufacturer narrative:
Investigation is still ongoing.